Manufacturer narrative:
Plant investigation: the companion device was returned to the manufacturer for physical evaluation. All the samples were visually inspected and were found within specifications, the arterial and venous lines were closely reviewed, and no damages were observed. A functional test was performed to two companion samples on the hemodialysis machine 2008t for simulated use and was observed infusion of saline solution to the blood circuit and fluid from the blood line was returning to though the saline tubing with the closed clamp in the saline line. During the evaluation of the samples, the alleged failure stated in the complaint was confirmed. The device history record (DHR) of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. The product involved was released meeting specifications.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported that there was blood returned in the combi set. Both clamps were correctly inserted. Despite the proper clamping, the saline solution was emptied and there was air in the extracorporeal circuit causing coagulation. Blood loss was reported. The sample was discarded. The patient completed treatment. Additional information was requested, however to date not provided